Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Log file review shows that all started treatments were completed to 100% and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior to and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. No UDI required due to this device being out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient that presented with interface inflammation one day post lasik procedure. The patient did not have any complaints. Topical steroid dosage was increased. The condition gradually improved and inflammation was noted to be resolved on a post-operative visit. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.